Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, he accidently jumped into the pool with the insulin pump connected. Customer stated the device was working but he was able to see drops of water under the screen. Customer stated he can still see fluids under the lcd display. Customer didn't recall his blood glucose at the time of the event. Customer also stated the device was not dropped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had moisture damage to the electronics, motor, vibrator motor and battery tube assembly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot and cracked battery tube threads.